Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) made a loud noise and the lifeband flew off the device" was not confirmed during the functional testing. No device malfunction was observed during the evaluation of the platform and the platform worked as intended. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. The autopulse platform was tested using the returned lifeband with the large resuscitation test fixture (lrtf) for two hours without any fault or error. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification.

Event description:
Please see the following related MFR report: MFR # (B)(4) for the lifeband.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During patient use, the autopulse platform (sn (B)(4)) was performing compressions without any issue. The crew paused the platform for a rhythm check on the patient. When the platform resumed its compressions, the platform made a loud noise and the lifeband flew off the device. The crew noticed that the right hand side of the platform where the lifeband connects was broken and the lifeband was ripped on the right side. Immediately the crew reverted to manual CPR. Rosc was not achieved and the patient was expired. Please see the following related MFR report: MFR # 3010617000-2019-00369 for the lifeband.

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) was performing compressions without any error or fault. The crew paused the platform for a rhythm check on the patient. When the platform resumed its compressions, the platform made a loud noise and the lifeband flew off the device. The crew noticed that the right hand side of the platform where the lifeband connects was broken and the lifeband was ripped on the right side. Immediately the crew reverted to manual CPR. The manual CPR was performed for approximately 30 minutes with minimal time taken for rhythm checks. Rosc was not achieved and the patient was pronounced dead at his home. The patient was 38 years old male, weighed 220 lbs with no previous medical history and no medications. The patient had a flu-like symptoms on a day before the cardiac arrest. The cause of patient's death is unknown. Per user, the patient's death was not related to the autopulse platform. Please see the following related MFR report: MFR # 3010617000-2019-00369 for the lifeband.